Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. Added- h6 med dev prob code 1069, h6 component code 838 d2-updated common device name d4-updated model number.

Event description:
The user facility reported that an automated impella controller was noted to have had a broken purge cassette holder, and the biomedical engineer noted the door was unable to be opened as a result of the malfunction. There was no patient involvement.

Manufacturer narrative:
The automated impella controller (aic) has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.